Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set dislodged on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient replaced supplies as necessary and resumed insulin. No further information was available.